Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of a usb cable. A field service engineer replaced the usb cable of the scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a barcode scanner failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.